Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring at 2004 ohms along with out-of-range intrinsic amplitude. A lead safety switch (lss) was triggered due to high impedances. Upon review, technical services (ts) stated that during implant the impedances were at 2230 ohms and then decreased to 1400 ohms. There seem to be a gradual increase since implant. Ts recommended to consider increasing the upper limit in the device and thorough lead evaluation. The patient was scheduled to be seen in clinic. This lv lead remains in service. No adverse patient effects were reported.